Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. The battery indicator signifying that it is time for device replacement occurred after explant. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a routine changeout procedure it was noted the implantable pulse generator (ipg) was not pacing or capturing while the physician was cauterizing. It was further noted there was possible noise. The device was explanted as planned and replaced. No patient complications have been reported as a result of this event.